Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion set detached from the infusion site requiring another site change while the device was operated by the patient. Patient subsequently completed a new infusion set and cassette change with assistance from the distributor call center and resumed insulin therapy. There was patient involvement and no harm was reported.